Manufacturer narrative:
Correction: it has been determined that this record is not reportable. It is a duplicate of an event reported in vmsr submission (MFR report # 3015967359-2025-99384).

Event description:
It has been determined that this record is not reportable. It is a duplicate of an event reported in vmsr submission (MFR report # 3015967359-2025-99384).

Manufacturer narrative:
D4: UDI is unknown as the lot number was not reported.

Event description:
It was reported that during a surgery, shavings were left in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.